Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated that the pump did not register any insulin in the cartridge after filling with multiple cartridges. The customer attempted to pull insulin out of the cartridge but stated there was only air in the cartridge. The customer did not call in at the time of event and reverted back to an alternative pump. The customer's blood glucose level was 571 mg/dl. The customer had taken a bolus to address blood glucose level. During call with tandem technical support, cts reviewed pump data and was unable to confirm that a cartridge was loaded after receiving a low insulin alert. Cts had the customer load a new cartridge and was able to receive an accurate fill estimate.